Event description:
It was reported that the lid of the aseptic transfer kit housing would not stay closed. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ united kingdom. Review of the most recent repair record determined the lid would not remain closed due to the damaged housing. The unit was scrapped. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.